Event description:
Patient had been on heparin gtt for clot at tip of PICC line, following ptt's (partial thromboplastin time) to titrate heparin to therapeutic levels between 50 and 60. When am labs were drawn a few days prior to event, ptt was found to have dropped from 54.7 to 35.4 and remained at sub-therapeutic levels despite several interventions, including replacing the heparin syringe, IV tubing, and titrating the dose upward. At approximately 2230 a few days later, the syringe pump used to deliver the heparin displayed an error message. When the syringe on the pump was removed, it was discovered that only 7 ml had been delivered to the patient over the last 23 hours, despite the fact that the pump had been programmed to deliver rates between 1.11 and 1.43 ml/hour, with total delivery of at least 26 ml over 24 hours. The syringe was then switched to another pump.